Manufacturer narrative:
The device was returned and evaluated. The ratchet retainer pin was dislodged and was observed to be located in between the reservoir cap and plunger. Due to the ratchet retainer pin being dislodged, the ratchet gear became loose, leaving ratchet gear marks on the piezo. The hard cannula did not fully retract and the hard cannula was observed to be dislodged from the slide retract. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined if this contributed to the pod failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients blood glucose (bg) levels reached 310 mg/dl while wearing the pod between 4 and 24 hours on the arm. The pod was then changed, bolus was given, and bg levels began to lower.